Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID scanner had issues while scanning fingers. A field service engineer (fse) initially tested the bio-ID scanner through hardware test application (hta) and confirmed it was functioning. However, upon restarting the application and having customer attempt login, several spoofing errors were identified, suggesting a possible mirror alignment issue. The fse attempted a firmware update, but no updates were processed. After further testing confirmed the issue persisted, the fse shut down the system and replaced the bio-ID scanner. Post-replacement testing showed no issues, as customer were able to log in successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es bio ID scanner issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.